Manufacturer narrative:
Unit had broken off end cap.

Event description:
Customer reported via phone call that the railings on the insulin pump was damaged. Customer's blood glucose value was 147 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be return for analysis.